Event description:
It was reported by the patient that the 72r electrodes are causing skin irritation. She experienced itchy skin, but no rash or swelling. The electrodes are changed and rotated daily. The skin is cleaned with alcohol wipes. The patient has an adhesive allergy and seasonal allergies. The patient called her doctor, and the doctor advised her to use cortisone for the itching. The patient is going to do the time test with the 63b electrodes. She will not use the cover patches. The patient will call back with an update after her next doctor appointment. A replacement supply of 63b electrodes was shipped to the patient. No further consequences have been reported at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the patient that the 72r electrodes are causing skin irritation. She experienced itchy skin, but no rash or swelling. The electrodes are changed and rotated daily. The skin is cleaned with alcohol wipes. The patient has an adhesive allergy and seasonal allergies. The patient called her doctor, and the doctor advised her to use cortisone for the itching. The patient is going to do the time test with the 63b electrodes. She will not use the cover patches. The patient will call back with an update after her next doctor appointment. A replacement supply of 63b electrodes was shipped to the patient. No further consequences have been reported at this time. The product was not returned for evalaution.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, d4: lot number, d4: expiration date, g4: PMA/510(k)#, h4: device manufacture date, h5: labeled for single use.

Manufacturer narrative:
Corrections: d2 and g1 additional information: b4, b5, d7a, g6, h2, h6 without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the patient that the 72r electrodes are causing skin irritation. She experienced itchy skin, but no rash or swelling. The electrodes are changed and rotated daily. The skin is cleaned with alcohol wipes. The patient has an adhesive allergy and seasonal allergies. The patient called her doctor, and the doctor advised her to use cortisone for the itching. The patient is going to do the time test with the 63b electrodes. She will not use the cover patches. The patient will call back with an update after her next doctor appointment. A replacement supply of 63b electrodes was shipped to the patient. No further consequences have been reported at this time. The product was not returned for evaluation.